Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, one opening curved on radius and underweight. A microscopic analysis was performed which identified, one opening sharp (unidentified (tear) opening) and stress marks near of the openings site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on radius due to surgical impact.

Event description:
Patient reported a right side rupture. The device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.